Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported the patient experienced a transient ischemic attack (tia). In (B)(6) 2012 a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted successfully. In (B)(6) 2015 the patient had presented to the emergency room and was diagnosed with a tia. Transesophageal echocardiogram (tee) was performed to assess the watchman. There was no evidence of thrombus; however, it was noted there was no longer a complete seal of the appendage. The tia was considered resolved the same day with no residual effects.